Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The 3.50 x 32mm promus element stent delivery system was stuck when passing through the lesion. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was received for analysis. A visual and microscopic examination identified stent and tip damage. A strut on the seventh row in from the proximal end of the stent was raised up. Some struts along the stent were misaligned. The tip of the device was damaged (jagged edges). The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noted along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).